Event description:
A customer reported that before cataract surgery an ophthalmic surgical console shuts down on its own. Procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The power supply module was received, and a visual assessment of the returned sample revealed no obvious non-conformities. The module installed into a calibrated system and recognized by the console. The system then shut down after a few minutes. The complaint was confirmed. The root cause of the reported shut down event can be attributed to the nonconforming power supply module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative, examined the system. And replicated the reported event to resolve the issue. The nonconforming power supply was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to the nonconforming power supply. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).